Event description:
It was reported with the use of the bd¿ hypodermic needle there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: one photo was returned for investigation. No sample was returned for evaluation. White spots (fm) was observed on the needle hub from the returned photo. It is possible that the white fm could be epoxy. The white spots (fm) could probably have been caused by a stoppage at the cannulator station. The manufacturing process was reviewed. This may have occurred when the production technician missed clearing the effected rack. During the DHR review, there was no similar non-conformance found during the in-process and out- going inspection. The results of the visual inspection performed during out-going inspection shows there is no epoxy found on hub. No CAPA is required as awareness training will be conducted to all production technicians to prevent this reported non-conformance from reoccurring. The defect trend will continue to be monitored.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ hypodermic needle there was an issue with foreign matter. There was no report of injury or medical intervention.